Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit alarmed pump error 63 during self test and pump trace download confirmed hardware low level failures. Hardware low level failure was due to broken trace u1 pin1(vdd). Software error detected found in the pump history due to a software error. Unit passed the displacement test. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device returned for analysis.